Event description:
Information received indicates, the casters are not holding correctly in brake. The casters are ratcheting from side to side.

Manufacturer narrative:
The technician replaced all of the worn brake casters to repair the stretcher.